Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turned off due to pump error leading to a blank display. Customer reported that they installed a new battery, monitored pump for two hours and then insulin pump showed a recurring frozen display. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.